Manufacturer narrative:
Literature ref: doi.org/10.1177/17085381231160957 average age: a2 majority sex: a3a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature article was reviewed regarding the role of stent design in carotid artery stenting. This study represented seven hundred and twenty-eight consecutive patients with various degrees of carotid stenosis that underwent carotid artery stenting (cas) in two centers from march 2014 to may 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: protege rx, mo. Ma, spider. 3 deaths occurred in the closed cell study population. The causes of death were not specified in the provided context. Clinical outcomes of patients who underwent carotid artery stent placement with self-expanding stents in the study included, hypotension, bradycardia, stroke, transient ischemic attack and myocardial infarction. Failed carotid artery stenting (cas) was evident in 30 patients; 20 patients this was due to difficulty to cross the lesion. Patients were converted immediately to open surgery with no perioperative complication. In seven patients, there was a residual 30% in-stent restenosis after procedure. In three patients, complete occlusion of the stent has occurred and immediately converted to urgent carotid endarterectomy (cea) with stent removal. During follow up 22 patients required repeated angioplasty. 2 patients required cea after a failed angioplasty. Re-intervention plain balloon angioplasty has been used in 16 patients, and stent implantation was conducted in 4 patients with nonocclusive isr; 2 patients had ipsilateral tia, and the other 2 patients had isr progression on medical treatment. The remaining patients with nonocclusive isr or entire cca occlusion were asymptomatic and received best medical treatment (bmt). Recurrent isr was noted in two cases: one was treated with a drug-coated balloon (dcb), while the other continued on bmt. No further information was provided pertaining to medtronic products.